Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka system had been implanted on (B)(6), the patient experienced joint laxity on an unspecified date. A revision surgery was performed on (B)(6) 2022 to address this event. The tc prim fixed tib insert vks cs lt 4/14 was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that, after a total knee arthroplasty in 2009, the patient experienced joint laxity on an unspecified date. The device, used in treatment, was returned for investigation. Upon visual inspection, the device shows scratch marks and dents on the articulating as well as on the distal implant surface. The scratch marks potentially origin from the revision surgery. Apart from that, the insert looks fully functional and the locking mechanism of the device at the distal side looks intact. No additional complaint for the batch in scope was reported so far. A review of the production documentation did not reveal any deviation from the standard operating procedure. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the provided information, a clinical investigation to fully evaluate the complaint was not possible. A review of past corrective actions was performed. No further escalation is required. A review of the device labeling reveals that the IFU (lit. No. Lit. No. 12.24, ed. 03/21) states joint instability as a potential adverse device effect in combination with the implantation of a knee prosthesis. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Based on the performed investigations, the relationship between the reported event and the device could not be confirmed and the root cause could not be determined conclusively. Should more information become available, the investigation will be reopened. No further actions are deemed necessary at this time. Smith+nephew will continue to monitor this device for similar issues. The returned device will be archived. Internal complaint reference: (B)(4).